Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 14mm, diameter 2.5mm was used to treat a calcified lesion in a pt's distal rca. It was reported that the stent was deformed in-vivo during positioning. The lesion was pre-dilated with a 2.5x12mm sprinter legend. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent to the lesion. It was reported that on withdrawing the device the stent got caught on a previously deployed stent. Upon removal it was noted that the stent was frayed. Additional pre-dilation of the lesion was carried out and two endeavor stents were implanted to complete the case. Pt was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
Evaluation summary: the stent delivery system was returned to medtronic for evaluation. On review of the returned device the stent was positioned on the balloon as per specifications. The distal tip was slightly frayed. A number of struts on the 1st proximal stent segment were raised and pulled proximally over the balloon pillow. There was no damage evident to the remaining segments. (B)(4) other (stent deformed in-vivo during positioning. Evaluation, results and conclusions: (previously deployed stent).